Event description:
Reporter's mother called stating they received a recall letter in the mail dated 02/06/2025. Minimed does not deliver insulin when it was supposed to and this had led to ketoacidosis and hyperglycemia. When patient woke up the readings showed 596 but pump was not delivering insulin so his mother used humalog pen she had. Reporter stated they spoke with medtronic to get replacement.